Event description:
It was reported that there was premature battery depletion. The patient had met with their healthcare professional in (B)(6) 2014 and the battery voltage was at 2.94v but on the date of this report at an office visit the battery voltage had dropped to 2.65 and was nearing replacement. They had gotten an error message when running group impedance but it was unknown what the message had said. Therapy impedance on the date of this report was 783 ohms and when impedances were rerun they got a similar value of 778 ohms and the error message had not displayed. Electrode impedances were all in the normal range of 800-1300 ohms. The patient fell a couple of weeks prior to the date of this report but had not hit any part of the system and they had not noticed any changed in their therapy. The lead/extension site was palpated and impedances were rerun, impedances had not changed with palpation. It was noted that while running them they could barely feel the lead and extension. The patient was programmer to c+2-, amp of 2.5v, pulse width of 150us and a rate of 185hz. A longevity estimate was run and had shown 2.65 years to elective replacement indicator (eri) and 2.9 years to end of service (eos). No intervention or outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 7482a51, serial# (B)(4), implanted: 2009-(B)(6), product type: extension. Product ID: 3387s-40, lot# v173879, implanted: 2009-(B)(6), product type: lead. Product ID: 3389s-40, lot# va0958b, implanted: 2014-(B)(6), product type: lead. Product ID: 37602, serial# (B)(4), implanted: 2014-(B)(6), product type: implantable neurostimulator. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: 2014-(B)(6), product type: extension. (B)(4).